Manufacturer narrative:
Device evaluation: nothing is expected to be returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the pressure infusion bag for an arterial line slowly deflated over 10 minutes. The bag was replaced. No harm or injury to the patient was reported.